Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, additionally, it was reported that the pump time was incorrect, cause was due to pump reset performed to clear the malfunction. Customer¿s blood glucose level was 300 mg/dl. The malfunction alarm was cleared, and insulin delivery was resumed successfully.